Event description:
It was reported by repair work order that there was no power to the bed due to a damaged power cord. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.